Manufacturer narrative:
(B)(4). Date of initial report : 11/24/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic bilateral salpingectomy and appendectomy, the surgeon reported that the jaws could not be re-opened. The surgeon was able to cauterize the tissue on both sides of the jaws to remove them. There was no tissue damage or patient injury.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. Examination of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, and testing confirmed that the jaws open and close normally when the handle is activated. The knife also extended and retracted normally when the trigger was used. The investigation found the device to function normally and within specifications. Review of the device history records found no potentially contributing entries to this complaint.